Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that the edge of the handpiece is slanted/sticking out , so the blade stick out. There is no information provided regarding the timing of the event. There was no patient harm. It was unknown if there was a surgical delay. Due diligence is in progress, no additional information is available.

Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair; the customer did not approve of the repair. Evaluation of the provided pictures could not confirm the reported event but found the dermatome and machined head were damaged. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.